Event description:
It was reported that the external pulse generator (epg) required corrective maintenance and repair. The epg was evaluated in the field and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined at analysis that the external pulse generator¿s (epg) batteries had a very short life and required to be replaced constantly. It was noted that the batteries were replaced with new ones and their voltage was checked. After two hours of device functional tests (frequency verification test, rapid atrial pacing test, ventricular and atrial current output test, pulse width test, atrial and ventricular interval test, atrial and ventricular sensitivity test), the batteries were at less than half of their capacity, and their voltage had dropped significantly, indicating high current consumption in the equipment, which caused the batteries to deplete quickly. The epg remained unrepaired at the customer¿s request. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: it was further noted that the external pulse generator (epg) tested out of specification electrically and powered off during incoming test. The main printed circuit board (pcb) was out of specification. It was also noted that the epg had backlight issue due main pcb connector problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.